Manufacturer narrative:
The field generator was returned to the manufacturer for analysis. Analysis found that the field generator was damaged as reported. Upon examination, a significant crack was detected in the housing and it appeared to have been dropped. Otherwise, when connected to a known good system, the unit tracked as intended. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the emitter was damaged and has a reduced tracking volume. The site's biomed reported it to the medtronic representative (mr) as they found it before a case and opted to use another system. The mr looked at the emitter and said it did not appear to have been dropped, but general wear and tear on the emitter was present. He said the plastic housing was also coming loose. When he tested it, he said the tracking volume was noticeably smaller. There was no patient present when this issue was identified.